Event description:
It was reported that the patient had weakness, dizziness, and lost their balance and fell. The right ventricular lead was dislodged and had elevated threshold. The lead was explanted and replaced. The patient is a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.